Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead body became twisted and insulation damage could be visually confirmed. The atrial lead was replaced during the procedure on (B)(6) 2020. No patient consequences.

Manufacturer narrative:
The reported events of ¿damaged part of the insulation¿ and ¿lead body became twisted at proximal to the insulation damage¿ were confirmed. A complete lead was returned in one piece. Visual inspection of the lead found outer insulation to be twisted through-out the entire returned lead. All damage was consistent with occurring at time of procedure.

Manufacturer narrative:
Correction: h6: investigation conclusions.